Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2012 for the treatment of incontinence. Following the procedure, the patient developed persistent lower abdominal and pelvic pain and was found to have tenderness along the mesh track on the left side. The patient underwent removal of the entire sling and abdominal colposuspension on (B)(6) 2014. On follow up three months later, the patient reported resolution of pain and continued continence. Additional information has been requested.